Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, dyspareunia, vaginal scarring, stress, anxiety, difficulty sleeping, and trouble concentrating. The patient underwent excision of the mesh on (B)(6) 2011 and (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, paravaginal defects repair, utero-sacral ligaments vaginal vault suspension, perineoplasty and cystoscopy.